Event description:
A lifepak 12 defibrillator/monitor was used to deliver defibrillator energy to the patient two times. When an attempt was made to charge the defibrillator again, the device reportedly displayed connect electrodes. The lifepak 300 automatic advisory defibrillator was reconnected to the pt and used to continue pt treatment. At some time in the use this device also reportedly inappropriately prompted connect electrodes. The pt was not resuscitated. The operator stated the reported discrepancies did not affect pt's outcome, since pt treatment was not significantly interrupted. The use of the lifepak 12 defibrillator/monitor is the subject of a separate report (reference medwatch report 3015876-1999-00487).